Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a balloon kyphoplasty procedure at t9, the balloon on the left side ruptured after 3 mins of inflation. Patient complications were unknown.